Manufacturer narrative:
Additional information provided in d9 and h3. Investigation: the described situation is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. One used sample was received from the customer. Visual examination and a tightness test of the sample didn´t confirm the reported failure. Batch record investigation showed that the products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review.

Event description:
It was reported that two minutes after the patient was connected, a blood leakage alarm occurred during a patient¿s continuous renal replacement therapy (crrt). After two additional minutes, the alarm repeated and there was a visible change of color of filtrate. The filtrate checked and leukocytes were present. The treatment was terminated, a new kit of the same batch was used to continue the patient¿s treatment. The patient experienced approximately 50 ml of blood loss. The sample is available to be returned. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that two minutes after the patient was connected, a blood leakage alarm occurred during a patient¿s continuous renal replacement therapy (crrt). After two additional minutes, the alarm repeated and there was a visible change of color of filtrate. The filtrate checked and leukocytes were present. The treatment was terminated, a new kit of the same batch was used to continue the patient¿s treatment. The patient experienced approximately 50 ml of blood loss. The sample is available to be returned. Additional information requested but has not been obtained.